Event description:
The team went to plug disposable part into the machine, blue part plugged in and registered. When yellow part was plugged in, it would not register. No part of product touched or was used on patient. Continued with new product.